Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department with a report of during set up prior to pt use the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the deice was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004/130 service code alarm. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.